Event description:
A laser center director reported that a pt who underwent bilateral lasik was believed to be not healing as expected; the pt still had astigmatism at 3.5 weeks post surgery. The pt's last visit was (B)(6) 2013 and the astigmatism was noted at that time; however, upon reviewing the chart on(B)(6) 2013, it was determined by the laser center that the event would be reported to the MFR. The pt had discontinued her drops per the normal post-op routine, by the time she was seen on (B)(6) 2013, and currently remains on no drops. The pt was scheduled for a f/u exam in mid (B)(6), but did not keep that appointment. The pt has rescheduled the f/u appointment to mid (B)(6). This report will address the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).